Manufacturer narrative:
Affirm vpiii ambient temperature transport is a sterile ready-to-use system intended for the collection, transport and preservation of vaginal specimens for use only with the affirm vpiii microbial identification test. The affirm vpiii ambient temperature transport system (atts) should be used with those specimens where transport times are expected to exceed 1 h at ambient temperature (15 ¿ 30°c) or 4 h at refrigerated temperatures (2 ¿ 8°c). Bd molecular quality initiated investigation on the customer report regarding glass user injury while using the affirm atts kit. Previous investigations did not reveal any changes to materials that could directly cause this injury. A review of past complaints does not indicate a trend for the atts batch. Bd has implemented the atts reagent dropper dispensing tool in order to prevent future occurrence of this issue. Each kit of atts contains this tool and use of the atts reagent dropper dispensing tool when crushing the atts reagent dropper is outlined in the product instructions. Bd quality will continue to monitor for trends.

Event description:
Customer reports that while squeezing the reagent ampule from the affirm vpiii ambient temperature transport one of their providers received a cut on her finger and some glass was embedded in the cut. Basic first aid was performed but glass remained in the cut. The injured provider sought medical attention from a physician and they decided to let the glass work it's way out on it's own. Multiple attempts have been made to obtain additional information but no response has been received.